Event description:
It was reported that the customer received an occlusion alarm during basal delivery. During system check with tandem technical support, it was found that the customer had not completely filled the infusion set tubing when loading a new cartridge that day. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.